Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the handpiece stopped working and a system message was displayed during a cataract procedure. The handpiece passed calibration successfully and emulsified part of the lens. After changing stage of surgery, the handpiece stopped and a system message was displayed. The surgeon used bimanual handpieces to complete the procedure. There was no harm to the patient. Additional information has been requested and received.

Manufacturer narrative:
(B)(4). No further information was able to be obtained from this customer. However the handpiece was received for evaluation. The handpiece was manufactured on june 29, 2016. Based on qa assessment, the product met specifications at the time of release. The handpiece was received for evaluation. A visual assessment of the returned sample found no visual nonconformities. The handpiece successfully primed and tuned on a calibrated system. It then successfully ran a 5 minute burn in test at 100% ultrasonic and torsional power. The handpiece was then connected to a dynamic tuning fixture (dtf) for stroke testing on the ultrasonic and torsional movement which found the handpiece to meet specifications. A review of the data indicates there were 274 procedures performed with this handpiece. The last recorded data displayed no recent tuning issues. The returned product was found to meet specification. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).